Manufacturer narrative:
Reported event: an event regarding pain involving a triathalon baseplate was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to pain. Possible cause or contributor for pain not reported to the rep. A cr knee was revised to a triathlon ts knee. Rep confirmed that no further information will be released.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #3r;5517f302;h9n9t, x3 triathlon cs insert #3 11mm;5531g311;ljm197. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right knee was revised due to pain. Possible cause or contributor for pain not reported to the rep. A cr knee was revised to a triathlon ts knee. Rep confirmed that no further information will be released.